Event description:
Patient appears to have a nonunion of approximately 5 years. Surgeon reports that patient was not in regular follow up, he came in after re-trauma which caused the broken nail. Review of the pre-op x-ray shows two breaks in the nail. The surgeon preformed an exchange nail procedure to replace the broken nail and repair the non-union. Cause: non-union of 5 years with (B)(4) by patient complicated by an additional trauma. No indication of product defect.